Manufacturer narrative:
Information contained in this report was previously submitted through 410psr on 15/oct/2018. A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "capsular contracture, baker grade iii, rotation deformity, and symmetry."

Event description:
Health professional reported right side ¿capsular contracture," baker grade iii. Additionally, healthcare professional reported "rotation deformation" caused by "under pectoralis muscle/radiation" which has been deemed not related to the device. Patient representative reported "right breast tightness, breast abscess, cellulitis, fluid collection, right breast rash requiring bilateral periprosthetic capsulotomies and increased risk of alcl." Device has been explanted.